Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that hair was discovered inside the packaging after opening the device.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hair found inside packaging. Probable root cause: 1. Incorrect or inadequate packaging. 2. Severe shipping conditions. 3. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that hair was discovered inside the packaging after opening the device.